Event description:
Before implantation, the lead was inspected and it was reported that there were several small pieces of glue visible on both shock coils on the lead. Therefore, the lead was not used.

Manufacturer narrative:
December 21, 2009. This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug admin issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. (B)(4). Conclusion: no abnormal material could be identified on the svc defibrillation coil during the course of the analysis. The suspected crumbs of dust were most likely the positions of glue utilized to stabilize the defibrillation coil. The removal of the glue when in contact with a glove was recreated during the lab investigation; this however, does not represent implant conditions. These abnormalities are excluded as mfg defects, because of the final acceptance testing, which is designed to detect such defects. The results of the subject investigation are retained and utilized for trending purposes.